Manufacturer narrative:
This report is associated with voluntary medwatch report number (B)(4). This report is related to manufacturer report number 2015691 2023 10853. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien 3 valve can be delivered transfemoral. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors and/or procedural factors may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Discarded.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in the aortic position. At the end of the balloon inflation and valve deployment, the balloon on the commander "broke." The valve was in good position and showed trace pvl and a 5mmhg gradient via tte. Upon removal of the commander, the physician had to do a lot of manipulation to get the balloon inside the sheath for removal. The descending aorta was also tortuous. The physician did get the balloon inside the sheath and removed the sheath and the commander as one unit. Upon removing the unit, the sheath on the outside of the patient bent and the balloon shaft was protruding out of the split of the sheath. The unit was removed and perclose was secured. They took an angio post perclose and the flow was very slow and a dissection flap was noticed. The physician was able to pass a wire past the affected problem in the right groin and balloon a couple times to open the vessel. Good brisk flow was noted and the patient was taken to recovery in stable condition. As per follow-up with the fcs, the balloon that "broke" was clarified as a balloon burst and no pieces were left in the patient. The sheath split was clarified as occurring after exiting the patients body "outside the patient." The sheath was not inserted at a steep angle. The withdrawal difficulty occurred when the device was inside the distal portion of the sheath tip. Coaxial alignment did not occur perfectly during removal of the commander ds. There was no crossing difficulty and no retained volume in the balloon. As reported via voluntary medwatch, "during a tavr, (transaortic valve replacement) was being deployed into the aortic valve, at optimal inflation, the balloon rupture occurred during deployment of the valve. The valve was deployed successfully. Since the balloon was ruptured, there was difficulty removing the delivery system through the sheath. The sheath and the edwards delivery system had to be removed simultaneously. There were minor complications at the insertion site which were resolved with percutaneous transluminal angiogram (pta) of the right common femoral artery. The patient was subsequently transferred to the pacu (post anesthesia care unit) in stable condition."